Event description:
It was reported that a user experienced continuous glucose monitor signal loss after changing to a libre 3 plus sensor, and the sensor subsequently reconnected during the call displaying a blood glucose of 292 mg/dl with values trending downward; user education and troubleshooting were provided and abbott support contact information was supplied. Symptoms included hyperglycemia. Outcomes included temporary loss of cgm data with resumption of readings and no reported medical intervention or hospitalization.

Manufacturer narrative:
Investigation included technical support review and user-guided troubleshooting. Investigation of this case revealed recovery of cgm connectivity with no persistent device malfunction identified. It was concluded that the event involved transient cgm signal loss without evidence of ilet malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.